Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. The customer's blood glucose was 165 mg/dl. The customer continued to use the pump for insulin therapy.

Event description:
It was reported, that the pump shutdown while charging. The customer's blood glucose was 165 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5: h6: remove 1383. B5: h6: remove 1383.